Event description:
The below event reported involved a bwi product (navistar rmt) was described in the scientific literature journal: archives of cardiovascular disease (2014) 107, 88¿95, published on february 18th, 2014. All information has been received by biosense webster quality department on (B)(4) 2014. "The patient underwent pulmonary vein isolation (pvi) procedure, using manual transseptal approach. Subsequently, the patient developed pericardial effusion. The patient was hemodynamically stable. No surgical interventions were performed. The patient was treated medically."

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # unknown. Product: lasso®, us catalog # unknown, lot # unknown. (B)(4).